Event description:
The injection site was the left antecubital and the injection flow rate was set for 2 cc/sec. The technologist placed the eda patch on the pt's arm and the nurse monitored the injection for a short time, then left the room. After the scan was completed, no contrast was noted on the films. An extravasation, estimated to be approx 140 cc's, had occurred under the area of the patch going up the pt's arm. The pt was treated with cold compresses and was scheduled to return the following day to repeat the scan.